Event description:
It was reported patient underwent left comprehensive reverse shoulder arthroplasty on (B)(6) 2009. A subsequent revision was performed (B)(6) 2012 due to fracture of humeral tray. The tray and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation of returned component confirms report of fractured humeral tray. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02336).